Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes "breakdown of outer insulation leading to over/undersensing of the lead."